Manufacturer narrative:
After receiving customer complaints, we immediately set up an investigation team to conduct a probe. Following the investigation, we identified that the root cause of the black cores in the injection molding was the presence of carbon deposits on the injection molding machine screw. The condensation issue was attributed to an excessive single injection volume from the oil nozzle. Subsequently, we inspected all oil nozzles and provided relevant training to maintenance workers and operators.

Event description:
Mold and condensation were discovered inside the packaged syringe.